Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump battery could not be charged. During troubleshooting with tandem technical support, it was reported that the battery gauge was fluctuating resulting in the pump shutting down. The pump was reset and subsequently, pump successfully began charging after leaving the pump plugged into the power source. The customer continued to use the pump for insulin therapy. The customer's blood glucose was 119 mg/dl.